Event description:
The facility's material's management department reported that they have found a defect in the syringe when connected to the drainage tube with the needle.  The lot number that appears to be affected is 0000522256.  On (B)(6) 2013, the director of the facility's intensive care unit (B)(6) (ICU) provided the following information: the patient was admitted to the intensive care unit on (B)(6) 2013, complaining of shortness of breath and an admitting diagnosis of a myocardial infarction and a left pleural effusion. The patient's physician's notes indicate that the patient's prognosis was poor. The patient's past medical history included diabetes, valvular heart disease, progressing shortness of breath, chronic obstructive pulmonary disease, heart murmur, renal failure with an ejection fraction rate of 10-15%, congestive heart failure, and hypothyroidism. The patient's home medication was only noted as being 81mg of aspirin daily. On the mornings of (B)(6) 2013, the patient was administered 325mg of aspirin orally. On (B)(6) 2013, the patient had a thoracentesis performed on the left side without complication or issues with the catheter. The lot number of this catheter is unknown. At 6:15pm on (B)(6) 2013, a thoracentesis was attempted on the patient's right side. There was nothing noted of the catheter prior to patient use that would indicate a defect and there was no difficulty upon insertion reported by the surgeon. However, after insertion, the surgeon was unable to aspirate fluid through the thoracentesis catheter even after repositioning, as it was occluded. The director indicated that it is unknown how the surgeon repositioned the catheter. The catheter was removed and the surgeon was still unable to aspirate or inject air through the catheter. The issue was with the catheter, not with the syringe. A new thoracentesis tray was obtained and the catheter was inserted through the same insertion site into the thoracic cavity with evacuation of 2l of fluid. The patient immediately reported improvement with his breathing. At the time the second catheter was inserted through the same insertion site, it was not noted that this repeat of procedure had any impact on the patient and the procedure was able to be completed with the second catheter. A post-procedure chest x-ray was ordered which demonstrated excellent evacuation of the pleural effusion with mild blood-tinged fluid. The director indicated this is expected with this kind of procedure. At 11:20pm the same night ((B)(6) 2013), the patient's condition started deteriorating and the physician ordered a bolus of 250cc of normal saline. At 2:35am ((B)(6) 2013), the patient was experiencing difficulty breathing and had a drop in blood pressure. The physician was contacted again regarding the patient's condition and gave an order for a stat portable chest x-ray, a dopamine drip for the patient's hypotension, and arterial blood gases to be drawn. The portable chest x-ray showed a re-accumulation of pleural effusion on the right side with hazy opacity overlying the entire right side and pleural density evident laterally. The left lung remained fully expanded and clear. At 2:50am, the physician was called again and he ordered to set up for insertion of a chest tube. The director indicated that at 3:35am, the patient was bradycardic based on the heart monitor, but actually had no pulse. The patient went into cardiac and respiratory arrest. The patient also started having seizures after he coded. The patient was resuscitated, intubated, and the chest tube was inserted at 3:45am, returning 2500ml of bloody fluid, confirming a right sided hemothorax. The patient was started on a dopamine and neo-synephrine drip. The patient was also administered 4 units of blood. The first unit was started at 3:45am, the second was started at 3:58am, the third was started at 4:01am, and the 4th unit was started at 4:04am. At approximately 9:44am, the patient was transferred to a tertiary care facility (B)(6) with the dopamine and neo-synephrine drip and a 5th unit of blood that was started around that time as well. A nurse and respiratory therapist had to accompany the patient due to his unstable condition. The director indicated that the surgeon voiced his concern about the catheter occlusion contributing to the patient's complications to her as well as the risk manager. The director also indicated that the patient passed away on (B)(6) 2013 at the tertiary care facility. Attempts were made by the risk manager to obtain the patient's cause of death and the tertiary care facility indicated that no information will be provided other than the date the patient passed away. The director indicated that there is no indication of any pending litigation. The director indicated that after the incident with this patient, the new practice is to test all catheters prior to use, and one other catheter was found to be occluded prior to patient use. There was no impact to the patient for which this catheter was intended. The director also indicated that catheters from other lots the facility has in stock were randomly tested and these were found to be functioning properly. The lots of these catheters are unknown. The unused occluded catheter, the catheter involved in the patient incident, and 3 unused, unopened catheters from lot 0000522256 are available for evaluation.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow-up medwatch will be submitted. The facility sent carefusion a medwatch form they completed. The form indicates the facility did not send the form to the FDA.

Manufacturer narrative:
(B)(4). Evaluation/investigation findings: four (4) samples (1 opened and 3 unopened) were submitted for evaluation to the carefusion manufacturing plant. Evaluation of the opened complaint samples and two (2) of the unopened samples confirmed the reported condition. Inspection of these catheter assemblies noted the presence of excess epoxy applied in the branch housing connector causing the catheter to adhere onto the catheter guard, consequently, precluding the catheter assemblies from draining. The remaining unopened complaint sample submitted did not present any functional or manufacturing defect. Functional testing showed this catheter assembly was able to drain and/or slide as intended. Additionally, an on-site sample review was performed by the qra manager and customer advocacy analyst at the customer¿s facility. The complaint unit was noted to have been placed in a clear biohazard bag by the facility. The evaluation consisted of non-destructive visual inspection and functional testing of the complaint unit. The entire evaluation was performed in the presence and under the supervision of the facility¿s risk manager, (B)(4). The complaint unit was evaluated with the following results noted: 1. Visual inspection of the branch housing assembly noted no signs of excess glue or any visual signs of occlusion within the housing connection 2. Visual inspection of the catheter guard noted a slight bend in the guard approximately 1¿ above the needle hub. The catheter was still able to be extended out of the needle as designed. 3. Visual inspection of the catheter guard/needle joint noted the needle hub metal connector was properly crimped into the guard and did not impede the use of the catheter 4. Visual inspection of the needle hub assembly did not note any malfunctions or manufacturing defects. Likewise, the needle point quality was visual acceptable. 5. A functional flow test, using a syringe, confirmed the catheter was occluded, as reported by the facility. The test was not able to draw or push air through the catheter. Upon completion of the evaluation, the sample was placed back into the clear biohazard bag and returned to the facility¿s risk manager ((B)(6)) for retention, in the same condition and configuration as was originally presented to the carefusion representatives. No issues were found during review of the internal production records for the lot indicated that could result in the reported condition. This includes review of all raw material and components used during the manufacture of the lot involved. Based on the investigation results, the root cause was determined to be an excessive amount of adhesive applied in the branch housing connector. An in-depth internal investigation is under execution regarding this issue. A review of applicable manufacturing procedures identified specific manufacturing steps that may be involved with the reported condition. The contribution of these steps will be evaluated during the internal investigation. All corrective actions (including manufacturing and quality plan improvements) will be implemented subsequent to the manufacture of the lot noted. All applicable manufacturing and quality personnel will be notified of this report in an effort to heighten awareness regarding this issue and minimize any impact from the manufacturing processes. The manufacturing plant is continuing to monitor this issue to identify the need for any further actions.